Event description:
A patient experienced 24 l-shaped blisters and erythema on the left buccal and lower face during a thermage cpt face treatment. Betaderm (diprisone) topical cream was applied to the affected area immediately after the blisters were noticed, and 20mg of reactine was administered to the patient. The patient was given 75mg of demerol along with 50mg of gravol as an intramuscular injection, 45 minutes prior to the procedure. The patient is meeting regularly with the doctor to monitor the injured area. After approximately 900 pules into the treatment, the incident occurred while the provider was treating the left lower face and buccal area. The highest energy level used during treatment was level 4. One and a half bottles of coupling fluid was used during the treatment and there were no error codes during the procedure. The treatment tip was inspected prior to use, as well as every 250 pulses during the treatment with no abnormalities noted.

Manufacturer narrative:
The datacard logs were reviewed. Based on the evaluation of the data, the hp and system performed as expected. The treatment tip was returned for an evaluation. During evaluation of the treatment tip, service found a dent in the tip membrane surface. The tip passed the flow test and the thermistor test. The tip failed the leak test. Functional testing was performed (50 treatments) with no errors or other issues observed. The tip failed visual inspection for a damaged corner resulting in a tear in the tip membrane. Tears or holes of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. The thermage user manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. The thermage cpt system technical user's manual lists burns, blisters, and scabbing as known possible patient reactions to thermage treatment. A review of the manufacturing records showed all requirements were met. The treatment tip, datacard logs, and system were returned for evaluation. During evaluation of the treatment tip, product support found damage of a tear to the tip membrane. Based on the available information, the damage to the tip membrane most likely caused this event. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.